Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the reported fibers near the camera lens could not be confirmed, and a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while cleaning the duodenovideoscope during reprocessing, fibers were observed near/at the camera lens. There was no patient involvement or harm reported as a result of the event.